Event description:
One of the three lateral poly insert thicknesses provided in the implant kit was missing from the kit. This was identified upon opening the kit. Surgery was completed successfully using the available insert thicknesses.

Manufacturer narrative:
One of the three lateral poly insert thicknesses provided in the implant kit was missing from the kit. This was identified upon opening the kit. Surgery was completed successfully using the available insert thicknesses. Review of the device history record indicates that the device was manufactured to specification.